Manufacturer narrative:
(B)(4). Allergan has received the product; however, the device has not been identified nor has the analysis been completed at this time. Based upon the model number, serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Health professional has declined to provide add'l info. Device labeling instructs surgeons to: "view the inflatable portion of the band for leaks or uneven inflation." Prior to product placement.

Event description:
Health professional reported, "band explanted due to malfunction of lap band due to aneurysm of balloon. Replaced with aps band."